Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl. Customer drank juice to address elevated bg level and believed basal rate settings needed adjusting. After consulting with a health care provider, the customer corrected basal rate settings.